Event description:
A call to technical services was made on 4/3/2013 stating that this lead had moved. When pacing the lv, they were capturing at the atrium. There were no patient symptoms. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).